Event description:
It was reported that during an unknown respiratory surgery, the knife stopped moving when cut the pulmonary vein and tried firing. The hemostasis was performed with tourniquet and safety was ensured, the clamp was released after the reverse button was used. Eventually the knife and stapler stopped before reaching the blood vessel, the operation was completed without any impact on the patient. This event occurred at the second firing during use. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/26/2025. D4: batch #467d57. Additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? Unk. 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? The knife stopped moving when cut the pulmonary vein and tried firing.3. Or did the device fully fire and stop during the automatic knife return? Unk. 4. Was there any difficulty opening the device? Unk. 5. If yes, how was the device removed from the patient? Unk. 6. If yes, did the jaws eventually open? The clamp was released after the reverse button was used. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. One battery pack was returned on the actual device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. Additionally, a reload b was received along with he sample and it was received fully fired with no apparent damage. The returned device, a test reload and returned reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 467d57, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.